Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages,damaged cable) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The root cause for the failure was the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, breaking the j704 off of the distribution node (dn) pca. The root cause for the strained cable was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages and the cable was damaged.